Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2008. During the procedure, the surgeon could not connect the disposable handpiece to the motor drive unit. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.